Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.6, reference: 2.0, mean: 2.30, confidence limits: 1.4-3.1. Inratio: 2.2, reference: 1.9, mean: 2.05, confidence limits: 1.3-2.7. Inratio: 2.9, reference: 2.3, mean: 2.60, confidence limits: 1.6-3.4. Analysis of customer's data revealed that all inratio and reference test result comparisons meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, patient has lupus and is taking propanolol. Per product user guide, certain over the counter drugs and prescription medications can affect coagulation and may lead to inaccurate inr results. As reviewed on (B)(6) 2011, twenty-one discrepant result complaints were reported for lot #237411, yielding a complaint rate of 0.058%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.6, lab: 2.0. Date: (B)(6) 2011, inratio: 2.2, lab: 1.9. Date: (B)(6) 2011, inratio: 2.9, lab: 2.3. Patient's therapeutic range: 2.0-3.0 inr. Doctor prefers patient's inr to be as close to 2.0 as possible.